Event description:
Pedicle screws were implanted on (B)(6) 2012 for a l4-s1 laminectomy. The patient had a post-operative evaluation on (B)(6) 2013 where the physician alleged to a broken s1 screw on the right side. This was determined through x-ray images.

Manufacturer narrative:
No further information was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.